Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the pulse generator exhibited reduced atrial sensing measurements. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.